Manufacturer narrative:
The product was discarded by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. It was reported item was implanted then explanted due improper size with regards to the patient's anatomy. There was no allegation that the implants did not function as intended. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. This is report two of three for the same event. Reports one and three are reported on MFR #0001032347-2017-00556 and 0001032347-2017-00558.

Event description:
It was reported on a surgical billing sheet that screws were implanted then explanted due to improper size with regards to the patient's anatomy. There was no allegation that the implant did not function as intended. There was no patient injury and the delay to the procedure was little to none at all. It is unknown if new screws were inserted into the same holes.

Manufacturer narrative:
No product was returned for evaluation and no x-rays, scans, pictures, or physician's reports were provided. This complaint was opened because a bill-only purchase order was submitted indicating that three screws were inserted and then removed during a procedure. In follow-up correspondences, the distributor provided that the surgeon inserted and then removed the screws due to improper size with regards to anatomy. There was no alleged malfunction of the implants; the most likely underlying cause is patient condition. This is supplemental report two of three for the same event; reference reports 0001032347-2017-00556-1 and 0001032347-2017-00558-1.